Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units upper display is difficult to open, as well as safety disk membrane test failed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country),g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer evaluated the unit and found opening the upper-display is difficult, replaced both hinges(d105-00-0138-01,d105-00-0138-02), also replaced the safety disk (d202-00-0140). Completed repair with all functional and safety tests per manufacturer specifications. The unit is cleared for clinical use and returned to customer.

Manufacturer narrative:
The failure analysis and testing dept. Received: display hinges and safety disk for evaluation. These parts were received with a reported failure of the safety disk leak test and the hinges being difficult to open. The fat performed a visual inspection and found the parts to be in good condition. The fat installed safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Passed all manifold test with no issues. Fat could not confirm the reported failure on this part.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The fat installed hinges in cardiosave test fixture and tested the part to factory specifications per the cardiosave. The hinges were seized and made the display difficult to open. Fat was able to verify the reported failure but no root cause defined. Retained the parts in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.